Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and oversensing. The atrial lead was programmed off. The right ventricular (rv) lead was reported to have high thresholds. The ra and rv lead remains in use. No patient complications have been reported as a result of this event.